Event description:
Reported due to surgical intervention. The physician successfully achieved closure of an arteriotomy site with the perclose a-t (closer ak) device. A pre-close technique was used to close the arteriotomy following a balloon dilatation of a recurrent coarctation. A femoral angiogram was performed prior to the closure with the following findings: "size of the vessel was "ten (10) mm," vessel was noted to have "disease," and the site was confirmed in the common femoral artery. The procedure was performed without issues, and the physician achieved a "dry close." Two (2) weeks following the procedure, the pt presented with "symptoms of poor vascular flow" and was taken to surgery. Reportedly, "the suture had been deployed through an initial flap, which was possibly related to a previous cath." The physician suspects that the wire used during access of the vessel possibly caught the flap. Surgical intervention required "patch stenosis in the artery and removal of the suture." The type of anesthesia used during surgery is unk. At last report, the pt was doing "well". Although requested, no additional pt info was provided.